Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service personnel (rsp) interviewed the customer who reported the blood oxygen probe malfunctioned. After the hospital replaced the blood oxygen probe by hospital, it returned to working specification. A good faith effort (gfe) response confirmed the faulty blood oxygen probe was fast made by philips. Based on the information available, the cause of the reported problem was confirmed to be a faulty blood oxygen probe. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported the blood oxygen measurement value is abnormal. The device was not in use on a patient at the time of event, there was no adverse event reported.